Event description:
It was reported that this pacemaker exhibited a right ventricular (rv) high out of range pace impedance measurement and recorded a non-sustained ventricular tachycardia episode with noise that was oversensed. Technical services (ts) discussed this pacemaker system should not be programmed to magnetic resonance imaging (MRI) mode and recommended to discuss with physician who signed off on MRI to no program device in unipolar configuration. Ts noted there was no pacing inhibition and an intrinsic rhythm was present. This pacemaker remains in service. No adverse patient effects were reported.